Event description:
A report was received that the pt was explanted due to the ipg being uncomfortable and the pt disliked the stimulation. The device was working properly and the pt was able to feel stimulation. The pt is reportedly doing well following the explant.